Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. When inserting the farawave to draw back blood, air continued to be bled, so a faulty valve was suspected. No air was seen in the sheath and there was no damage to the luer. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications occurred. The device has been returned and is pending analysis.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. When inserting the farawave to draw back blood, air continued to be bled, so a faulty valve was suspected. No air was seen in the sheath and there was no damage to the luer. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications occurred. The device has been returned and is pending analysis.

Manufacturer narrative:
The selected faradrive sheath was returned with its native dilator still inserted, requiring the removal of the dilator to proceed with device analysis. An evaluation of the sheath's functional capability was conducted by injecting deionized water to expel air from the sheath. However, the test was unsuccessful, as leakage was observed at the proximal end of the device during preparation. Inspection of the hemostatic valves found the internal valve torn by the center slit on the inner face which compromised the valves' ability to seal pressure and fluid within the sheath. The valves were also noted to be deformed due to the prolonged insertion of the dilator, as the sheath was returned with its dilator still inserted.